Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the insulin pump. Caller stated that the buttons were not working. Customer took the battery out to try and reset it but it did not work. Customer had a visit with her diabetes nurse educator, who changed her ratios. Caller stated that the pump has been fine since then. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.